Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receive an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 431 mg/dl and an insulin injection was delivered to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge. The customer reverted to using insulin injections to manage diabetes until the insulin type could be discussed with a healthcare provider.